Event description:
During an lsh procedure, as the surgeon was lifting the uterus, they heard a crack and a snap. Our territory mgr, who was in the operating room, asked the surgeon to view the jaws with the camera; the surgeon tried to open and close the jaws, but he could not as the hub was fractured. No pieces were missing, another like device was used to complete the procedure. There was no pt harm.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made. No failure mode can be established, the value stream will monitor the complaint data base for further occurrences. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.